Manufacturer narrative:
The investigation has just started, results will be provided in a follow-up report. The unique device identifier (UDI) of the affected product could not be determined due to the missing serial number of the device. We will request the serial number from the customer. If this attempt leads to an UDI, we will add it in our follow-up report.

Event description:
It was reported that vent fail during usage , no health consequences have reportedly occurred. The sn was not provided by the reporter and it was under confirmation.

Manufacturer narrative:
It was reported that this device passed the self-test, but the ventilator of this device stopped during usage. The customer immediately used manual ventilation to ventilate the patient and replaced with another back up anesthesia device for using. There's no patient injury reported. The ufr would be the only source of information. Draeger tried to contact the personnel of the customer, but there was no furhter information could obtain. The user facility also didn't provide serial number of this device. The repair and maintenance of this device is unknown. Based on the currently available information, the manufacturer concluded that manual ventilation with the built-in breathing bag is always possible - even when the device is switched-off. When the device monitors relevant issue, the device will generate corresponding alarms. Due to lack of further information, the root cause of this event could not be found. It is recommended that customer contact professionally trained maintenance personnel to refer to the relevant specifications in the IFU to inspect the device and perform preventive maintenance.

Event description:
It was reported that vent fail during usage , no health consequences have reportedly occurred. The sn was not provided by the reporter and it was under confimration.